Event description:
A report was received that during the trial procedure the physician repositioned the lead and a contact was dislodged and could not be recovered from the patient. The physician explanted the lead and the patient was reportedly doing fine after the procedure.

Event description:
A report was received that during the trial procedure the physician repositioned the lead and a contact was dislodged and could not be recovered from the patient. The physician explanted the lead and the patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50e, (B)(4), (B)(4), and (B)(4), model description: st linear trial lead with pre-loaded 0.014 inch stylet - 50 cm. The explanted lead was not returned to bsn for evaluation as it was discarded by the medical facility. The bsc representative was unable to verify which lead was discarded as the lead was explanted prior to the bsc representative becoming aware of the incident. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.